Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 44 mg/dl, resulting in loss of consciousness and emergency department treatment. Emergency medical services were contacted, and the user was transported to the hospital where the user was treated with oral glucose and IV dextrose and discharged on (B)(6) 2026.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness requiring ems transport and emergency department treatment while on ilet therapy. Severe hypoglycemia can result in acute neurologic compromise and is consistent with the reported unconsciousness and need for oral glucose and IV dextrose. Engineering log review could not be performed due to lack of recent device sync data; however, no prior malfunction alerts, factory resets, or motor errors were identified in available logs. The device was not available for evaluation following the event. Based on available information, a device malfunction could not be confirmed and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.